Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause was unknown. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation did find a loose receptacle and corrosion on the connector and the back panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center was experiencing an intermittent loss of an endoscopy image as well as front panel light-emitting diode (led) blinking. The issue was found during a diagnostic bronchoscopy procedure. The procedure was completed without delay, using the same device. There were no reports of patient harm.